Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed, which was due to watertightness not maintained due to a break in the insertion tube. Based on the results of the investigation, it is likely due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the uretero-reno videoscope had a leakage at about 9 cm from the scope insertion section and metal was exposed. The issue occurred during setup. There were no reports of patient harm.